Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants smooth and experienced breast implant rupture on her left side postoperatively. Mammogram from (B)(6) 2019 reported dense breast tissue, and MRI taken in (B)(6) 2020 reported intracapsular rupture. As a result, the patient will undergo removal only surgery on (B)(6) 2020. Follow-up are in progress. Supplemental report will be submitted when additional information is received.